Manufacturer narrative:
The peritonitis occurred on an unspecified date reported as "a month after the peritoneal dialysis catheterization". The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event and hospitalization were not reported. On an unreported date, the patient was treated with unspecified antibiotics infusion (doses, routes and frequencies were not reported) for peritonitis. At the time of this report, the patient has recovered from the event and pd therapy was ongoing. No additional information could be provided as the reporter declined follow up.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event and hospitalization were not reported. On an unreported date, the patient was treated with unspecified antibiotics infusion (doses, routes and frequencies were not reported) for peritonitis. At the time of this report, the patient has recovered from the event and pd therapy was ongoing. No additional information could be provided as the reporter declined follow up.

Manufacturer narrative:
The peritonitis occurred on an unspecified date reported as "a month after the peritoneal dialysis catheterization". The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.